Event description:
It was reported that during a lap nephrectomy procedure, the hand switches would not activate. A similar device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Date sent: 10/24/2007. Info anticipated, but unavailable at this time.